Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for unexpected restart and external ram crc error. Customer¿s blood glucose was unknown at time of incident. Customer states that after battery change they did not get unexpected restart. But further customer states that they got alarm for external ram crc error. They mentioned that alarm did not occur during the rewind or prime sequence. Customer performed self test and it passed the test. Customer advised to monitor the insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.